Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument grip cables were found to be broken. The idler pulley was able to spin freely but it exhibited some wear marks, possibly from cable friction. The cable segment stuck out at wrist at approximately 0.3865 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted a broken cable on the mega suture cut needle driver. No patient harm, adverse outcome or injury was reported.